Manufacturer narrative:
Pt age: please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Pt gender: please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event: please note that this date is based off the date the article was presented at the academic surgical congress as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Smith, a., cacchione, r., miller, e., mcelmurray, l., allen, r., stocker, a., abell, t.l., hughes, m.g. Mini-laparotomy with adjunctive care versus laparoscopy for placement of gastric electrical stimulation. The american surgeon. 2016. 82(4):337-342. Summary: we compared outcomes for two gastric electrical stimulation placement strategies, minilaparotomywith adjunctive care (mlac) versus laparoscopy without adjunctive care (lapa). For electrode placement, the peritoneal cavity was accessed with either a single 2.5 to 3.0 cm midline incision (mlac) or three trocar incisions (lapa). Reported events: 14 patients who underwent implant of a gastric electrical stimulation (ges) device for gastroparesis using a mini-laparotomy with adjunctive care (mlac) procedure were readmitted to the hospital within 30 days of discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.